Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged in the drive support cap. Customer mentioned there was an alarm from the device in addition to the protruded drive support cap. The customer's blood glucose level was 466 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind and displacement test. No insulin pump alarms noted. However, unable to prime unit during the prime/ test and motor error alarm during basic occlusion test due to slightly loose drive support disk. Unable to perform excessive no delivery test or occasion test due to prime anomaly. Device received missing end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners and minor scratches on lcd window.